Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was in a poor position causing diaphragmatic stimulation. The lead was surgically explanted, and new lead was placed. No additional adverse patient effects were reported.